Manufacturer narrative:
The tip has been discarded and is not available for evaluation. The evaluation of the system logs have been completed. The handpiece and system performed as expected. The following errors point towards user technique. Warning: failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. Warning: the treated area is at or above 40 degrees c. Failure to slow treatment speed and/or continuing to treat the same treatment area consecutively can result in an unsafe condition. Further investigation is underway.

Event description:
The user facility in (B)(4) reported a patient who receives thermage treatments annually sustaining blisters on the cheek and chin area of the face during the recent thermage treatment. The highest energy level used 4.0. The tip was inspected prior to use with no anomalies noted, but not reinspected during the treatment. The patient was administered laughing gas, and nerve block during the treatment. The patients currently has pigmentation in the area. Rinderon was applied to the effected area, and it is unknown if there will be scarring.

Manufacturer narrative:
The datalog was returned for evaluation. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an radio frequency treatment, the radio frequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the log file data, the handpiece and system performed as expected. Data shows some technique related errors occurred. Failure to maintain constant force until the tone ends (until the end of post cool state) could result in an unsafe condition. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual (p009240-05 rev. B) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. Based on the evaluation of the data, the system and handpiece perform as designed. Data shows some technique related errors occurred. The treatment tip was unavailable for return. It was reported the patient was administered a nerve blocking agent prior to treatment. The patient should never administer this agent during thermage treatment. The customer must be alert and provide required feedback during treatment. Based on the available information, this treatment was performed in an off-label manner that resulted in unsafe conditions for the patient. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Complaint type identified within risk analysis and performing within anticipated rate. Trending will be performed to monitor this issue. Investigation complete.